Manufacturer narrative:
Correction: one (1) day post implant procedure, no aortic regurgitation was noted.

Event description:
It was reported that the patient developed left bundle branch block and moderate aortic regurgitation. Reprise IV clinical study. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Per the IFU, repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: the same day as the implant, the patient developed left bundle branch block (lbbb). No diagnostic procedure was performed for this event. 1 day post implant procedure, tte revealed aortic valve area of 0.72 cm^2, mean aortic pressure gradient of 24 mm hg with 69 % ejection fraction and moderate aortic regurgitation. 14 days post implant procedure, the patient was hospitalized for the management of the lbbb. Permanent pacemaker was recommended and implanted. The following day, the event was considered recovered/resolved and the subject was discharged on the same day on aspirin and clopidogrel. It was further reported that ECG revealed sinus bradycardia with sinus arrythmia with 1st degree av block and left bundle branch block. 14 days post implant procedure, subject was hospitalized due to worsening dyspnea. The subject was also diagnosed with nyha class iii congestive heart failure with a non-ischemic cardiomyopathy with chronic systolic dysfunction. As per cardiac consultation cardiomyopathy and chf was thought to be due to lbbb. A bi-ventricular pacemaker for reduced ejection franction and left bundle branch block was recommended. One (1) day post implant procedure, during the protocol specified discharge/post procedure visit, tte revealed aortic valve area of 0.72 cm^2, mean aortic pressure gradient of 24 mm hg with 69 % ejection fraction and no aortic regurgitation was noted.

Event description:
It was reported that the patient developed left bundle branch block and moderate aortic regurgitation. (B)(6) clinical study. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Per the IFU, repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: the same day as the implant, the patient developed left bundle branch block (lbbb). No diagnostic procedure was performed for this event. 1 day post implant procedure, tte revealed aortic valve area of 0.72 cm^2, mean aortic pressure gradient of 24 mm hg with 69 % ejection fraction and moderate aortic regurgitation 14 days post implant procedure, the patient was hospitalized for the management of the lbbb. Permanent pacemaker was recommended and implanted. The following day, the event was considered recovered/resolved and the subject was discharged on the same day on aspirin and clopidogrel.